Event description:
It was noted that the leads are labeled wrong. (It was believed that the left and right lead progrmming was incorrect).

Event description:
It was reported impedances were "greater than 4,000 and less than 15." Electrode impedance for all contacts were checked and were 1442 and less than 15. The 4 and 7 pair showed unknown. It was noted the patient fell back in (B)(6) 2012. That same day, it was reported there was a loss of therapeutic effect. It was noted there were greater than 4,000 ohms impedances on an unknown pair. It was noted "impedances normalized on a second reading, but were repeating." Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 7436, serial# (B)(4), product type: programmer. Patient product ID: 3 389s-40, lot# va04e7u, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# va0477h, implanted: (B)(6) 2012, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).